Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 pocket b6 failed to open and not detected on bus, required maintenance, which located on 2eicu. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 31 pocket b6 was failed. A field service engineer fse identified no cubie in the spot and reseated the row board cable as it was the root cause of the initial failure. Fse then tested the cubie spot on row b with unloaded cubies in the test application and each spot allowed the cubie to open without any failure. Fse placed an unloaded cubie in b6 position and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.